Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of lower than 40 mg/dl. Reportedly, the customer delivered a bolus for food consumed and the customer did not eat the full amount of food anticipated. Subsequently, the customer experienced dizziness, anger, leg tremors, and weakness. Customer declined to provide further information.